Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report that he was receiving "connect electrode belt" messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connect electrode belt messages) was confirmed. The cause for the defective electrode belt was a broken trunk cable connector. The electrode belt would not properly communicate with the monitor due to the broken connector. The root cause of the broken connector cannot be positively identified but was likely a result of the application of excessive force when connecting/removing the electrode belt. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.